Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "doubled in side due to fluid that was around them." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "doubled in side due to fluid that was around them and it caused a muscle tear." Patient additionally reported "difficulty lifting my arms", "a large amount of scar tissue was removed and their hcp thought it was due to singular that I was taking that caused the issue but now, ¿I worry that it may have been caused by the textured implant. Now I am worried that there may be lasting effects and some may not even be known yet at this time¿. Device has been explanted.